Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator exhibited a capacitor issue. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by the philips authorized service personnel (asp) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart xl+ defibrillator, indicating that there was a capacitor issue. The asp evaluated the device and determined that there was a capacitor issue. However, no further details were provided regarding the reported issue. The capacitor was replaced, and the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available, the cause of the reported problem was due to a defective capacitor. Further root cause could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The asp replaced the capacitor to resolve the issue, and the device was returned to service. The absence of further calls supports that the reported problem was resolved. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.